Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer¿s current blood glucose level was unknown. The customer was treated for the high blood glucose with a method not mentioned and did not report any symptoms. Customer initially reported that their reservoir had air bubbles. Troubleshooting was not completed for high blood glucose levels. The customer did not contact their healthcare professional. A replacement insulin pump is being sent. The device is returning for analysis.